Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): 8.5mm platform fx stem, right - 304-22-09, (B)(4). Eq rev 38mm glenosphere - 320-01-38, (B)(4). Eq rev adapter plate tray +0 - 320-10-00, (B)(4). Eq rev glenoid plate - 320-15-01, (B)(4). Eq rev locking screw - 320-15-05, (B)(4). Eq rev compr screw lck cap 18mm - 320-20-18, (B)(4). Eq rev compr screw lck cap 22mm - 320-20-22, (B)(4). Eq rev compr screw lck cap 26mm - 320-20-26, (B)(4). Eq rev compr screw lck cap 30mm - 320-20-30, (B)(4). Eq rev compr screw lck cap 30mm - 320-20-30, (B)(4). Cement restrictor xs - tpa-13, (B)(4).

Event description:
As reported, approximately 4.5 years after the initial implant, this (B)(6) y/o male patient presented with a red swollen right shoulder, which was aspirated, and infection was discovered. The surgeon brought the patient to the operating room and removed all components. A large shoulder spacer was used. Surgery went well and patient is expected to recover nicely. Patient left the operating room as stable as they arrived. Explants will not be returned to exactech per hospital policy.